Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient programmer was showing her ins is charged to 100 percent. The patient states that they charged her ins up to 100 percent over a week ago and then checked 2 days later and the patient programmer was still showing the ins was at 100 percent. The caller got their recharger out to see where the ins was charged to. The caller stated all of the ins is flashing but a little less then a quarter of it. Caller states she did not have any coupling boxes. This issue was resolved by having the caller re-positioning the antenna. The caller then was at 8 boxes then 6 boxes. The caller then got the patient programmer back out and it showed the ins was off. The patient was walked through turning the ins back on. There was a charger error. No symptoms were reported. No further complications were reported or anticipated with this event.